Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been forwarded to the facility. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
A customer reported a leak in the cassette prong during priming. No additional information is available at this time.

Manufacturer narrative:
(B)(4). One primed cassette was received in reference to a report of a leak. The reported problem was confirmed through the device evaluation. The cassette was visually inspected with solution noted throughout. The cassette was pressure tested with a leak noted along weld of cassette. During visual inspection, an extra piece of plastic sheeting was noted along the top seal of the cassette. The sample indicates there was excess sheeting in the cassette as a result of a sheeting splice at the roll change due to operator error during production. Corrections were implemented at the manufacturing facility to address this issue. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.